Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and didn't show any dysfunction. However, it was saw that the syringe was not installed on the device for 1 minute and 42 seconds (from 09:08:35 to 09:10:17). During this time, we could not know what happened; the syringe might have emptied since it was not secured by the device. The total volume infused recorded on (B)(6) 2025 from 09:00:33 to 11:27:23 was 1.450 ml. The reported device was not received in brézins for investigation. Device history log was reviewed in brézins. No other information was provided regarding any eventual repairs made on the device. Based on the available information, this complaint is considered not valid, as no issue has been identified. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: on (B)(6) 2025, a continuous infusion pump was programmed to administer 12 ml of the drug furosemide at 0.6 ml/h, starting the infusion at 9 a.m. However, at 10:30 a.m. (1.5 hours) after the start, the total volume had already been infused and the pump's display showed that the volume that had flowed was 0.9 ml, causing ans mde to the pediatric patient who was in the ICU. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.